Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a symptomatic patient sent a merlin.net report to a clinic with a device that was post sensed t wave oversensing. The patient received inappropriate atp and high voltage therapy. The oversensing was noted on a stored electrogram. Reprogramming changes were recommended.